Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 measurement is inaccurately high. It was stated the philips fast spo2 on the philips monitor differs from a competitor monitor 1-4 percentage points and sometimes up to over 8-9 points. Simulated testing appears to show this spo2 measurement disparity widens the lower the oxygen saturation. There was no actual harm to the patient related to the inaccurate reading.